Manufacturer narrative:
(B)(4). The facility representative contacted a technical service representative to report a flogard infusion pump with "indicate f." Additional information: the quality engineer has identified failure code 27 as the confirmed reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code "f1" was confirmed by baxter personnel. The root cause of this condition was determined to be a malfunction in the slide clamp detection circuit. The safety slide clamp sensor and contacts were cleaned and resoldered . The safety slide clamp was repaired and recalibrated to correct this condition. Should additional information be received a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a failure code of "f1". This condition had the potential to interrupt delivery. This condition was found in the surgery department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.